Manufacturer narrative:
Concomitant medical products: etbf3216c166e stent, implanted: (B)(6) 2016; 6947m62 lead, implanted: (B)(6) 2012; 5086mri45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity drop on the implantable cardioverter defibrillator (ICD) was greater than expected. The device remains in use. No patient complications have been reported as a result of this event.